Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading below 60 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 90 mg/dl. Customer stated that he runs and plays tennis several times throughout the week and the sensor constantly reads lower and the insulin pumps alarms and suspends. Nothing further reported.